Event description:
An error message was reported with the adc device. Customer reported a sensor error message on the same day of sensor application and was unable to obtain readings. As a result, customer experienced hypoglycemia and dizziness and was unable to self-treat, requiring treatment of "fast acting glucose shot" by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer reported a sensor error message on the same day of sensor application and was unable to obtain readings. As a result, customer experienced hypoglycemia and dizziness and was unable to self-treat, requiring treatment of "fast acting glucose shot" by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The plug assembly was inspected, no issues were observed and a watermark was observed at the base of the tail. This issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report was inadvertently missing the extended investigation on the reported sensor. H6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include extended investigation findings.